Event description:
It was reported that the patient was admitted to the emergency room on (B)(6) 2022 for hematochezia. On (B)(6) 2022, a sigmoidoscopy was performed. On (B)(6) 2022 an esophagogastroduodenoscopy and colonoscopy were performed, as well as a wound revision and driveline fixation due to widening of the driveline exit site. On (B)(6) 2022, the hematochezia stopped. The biopsy read as adenocarcinoma, which had moderately differentiated after the test. On (B)(6) 2022, a wound debridement was performed, and the wound was closed. It was decided to transfer the patient to another hospital for gastric cancer treatment.

Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported events, as well as a direct correlation to heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), could not be conclusively determined through this evaluation. The patient remains ongoing on hm3 lvas, serial number (B)(6). The relevant sections of the device history records for mlp-028485 were reviewed and showed no deviations from manufacturing or quality assurance specifications. Review of the sterilization and packaging documentation in the device history records found no deviations from manufacturing specifications. The heartmate 3 lvas instructions for use (IFU), and the heartmate 3 patient handbook, are currently available. Section 1 of this IFU lists potential adverse events, including bleeding and infection (local, driveline, and pump pocket), that may be associated with the use of heartmate 3 left ventricular assist system. Section 6 of the IFU, ¿patient care and management¿ (under "anticoagulation"), outlines the recommended anticoagulation regimen, including inr range for patients using the heartmate 3 lvas, as well as the suggested anticoagulation modifications in the event that there is a risk of bleeding. Section 6 of the IFU, ¿patient care and management¿, lists infection as a potential late postimplant complication. Several sections of the IFU and patient handbook provide care instructions regarding how to prevent infection as well as suggested responses in the event of infection. No further information was provided. The manufacturer is closing the file on this event.